Manufacturer narrative:
(B)(4). Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the device issued a speaker malfunction inop. No pt harm was reported.